Manufacturer narrative:
Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted. No loose drive support disk anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The reported via phone call that the insulin pump received motor error. Customer¿s blood glucose level was 106 mg/dl. Customer reported that the drive support cap was flush out. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.